Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the sets were discarded and are not available for eval. The cause of the reported issue is unk.

Event description:
Received report that the oncology unit is experiencing delays in their chemo infusions. The infusions are pulling fluid from the primary bag, instead of the secondary bag. The chemo bags are 250-1000mls in size. They use 1-2 hangers to maintain the head height differential of 9 1/2 inches. The rates vary anywhere from 50-999ml/hour. They use primary set model 11607704 with a hospira lifeshield secondary set model 11954-48. Customer states that no event sets were saved. There was no pt harm reported and no medical intervention required.